Event description:
Failure to drain: customer reports that reservoir failed to drain. Pt in japan underwent cervical spine surgery on nov 14, 1997, in the prone position. The pt awoke 30 minutes post-op and complained of numbness in the left arm and leg. A CT scan was performed and revealed no abnormalities. The drain reservoir was checked and suction could not be confirmed. A nurse milked the drain and it was noted that blood flowed freely in the drain but did not enter the reservoir, stopping at the junction of the y connector and the anti-reflux valve. The cap on the reservoir was raised and blood flowed out of the drain. After one hr the reservoir was replaced with a new one and suction was again attempted. Free flow of blood into the reservoir was apparent at this time. Because numbness continued, an emergency decompression was performed and a hematoma was evacuated from the cervical spine. On nov 18 the surgeon was interviewed and stated that the pt had recovered feeling in the left leg but continued to have reduced grip in the left hand. Continued rehabilitation was planned. The surgeon will not return the reservoir for evaluation. Co is unable to evaluate whether or not the adverse event was related to malfunction of the device, misuse of the device or unrelated to the device.